Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) provided ventricular pacing and induced ventricular tachycardia (vt). The patient experienced high frequency of premature ventricular contractions (pvc). The programmed settings lead to blanking after atrial pacing, and on several occasions, the pvc falls into blanking and is undersensed. A ventricular pace is then provided during a vulnerable phase of and induces ventricular tachycardia (vt). Technical services (ts) assisted in reprogramming, including deactivating the biventricular trigger. This crt-d remains in-service. No adverse patient effects were reported.